Event description:
It was reported that the device stopped operation 3 minutes after start of the ventilation episode. As per report, the patient was immediately connected to another ventilator, and no health consequences were resulting from the event. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and repair measures. Dräger reached out to the contact person named in the ufr but no additional details in regard to the event could be obtained. A case specific evaluation is not possible.. In fact, it can even not be understood if just the ventilation had stopped or if the device fully shut down. The simplest explanation would be that the device was put into operation without mains power and an almost depleted internal battery and has thus run out of energy quickly. Based on experience, users often perceive situations in which no noticeable flow is detected at the patient opening as ventilation stops but a large leak in the patient circuit may indeed be the root cause. The device is eleven years old and not under service contract, the status of preventive maintenance and repairs is not known to dräger. The device is equipped with pressure and flow monitoring functionalities and will post alarms if the measured ventilation parameter differs from settings. In case of total power loss, a dedicated alarm will be posted for a minimum of two minutes, buffered by an independent power source. Finally, the reported observation may be related to component malfunction, use error, applicational aspects or a combination of these factors, a differentiation is not possible since the few details in the ufr were the only source of information. It is recommended to have the device checked by trained service personnel.